Event description:
It was reported postoperatively the pt presented with an elevated gradient. The pt was administered anticoagulation for three months. The device remains implanted and no reoperation is scheduled at this time.